Event description:
The surgeon reported to the sales representative that after implantation of a biograft during femoral bypass surgery, the biograft clotted off. The surgeon performed an embolectomy and used "tpa." The surgeon reported that it appeared that the "tpa" dissolved a portion of the graft, that the graft appeared "mushy", dissolved and leaked at the center of the graft, causing a hematoma. The graft was removed and another was implanted. The second graft was not successful and the pt's leg was subsequently amputated.